Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient died while having a seizure. Exact date and cause of death are unknown a this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.